Manufacturer narrative:
Root cause could not be determined conclusively. However, occurrences of dry eye are inherent to lasik and other refractive surgeries and are not indicative of a malfunction. No UDI required due to this device being out of production prior to the (B)(6) 2014 UDI regulation date. (B)(4).

Event description:
An optometrist reported a patient that complained of bilateral dry eye one month post hyperopic monovision lasik treatment. The patient stated they are afraid of losing their vision and does not want to drive for follow up care. The current therapy is tolerated well but the patient is overall dissatisfied. There are two related reports for this patient. This report addresses the patient's left eye and another manufacturer report will be filed for the fellow eye.